Event description:
It was reported that the 2 nicu nurses on the line. They state that the patient started rewarming last night and still has not reached their target temperature in an arctic sun device. Patient temperature (pt) was 35.6c, targeted temperature (tt) was 36.5c, water temperature (wt) was 39.7c, flow rate (fr) claimed there was not a flow rate (fr) on the screen. As they were starting to try to troubleshoot, the screen froze and was completely unresponsive according to the customer. Guided through turning device off and on and opening the current therapy screen and asked for details from the rewarm tab and it was discovered the therapy was set up in normothermia in error. Guided to a hypothermia screen, updated cool patient box with current patient temperature, confirmed rate and target in rewarm tab, and started therapy on rewarm. They will call back if they continue to have issues. They will let the device run for now. Nicu nurse calling back regarding patient who was having trouble rewarming (case (B)(4). Patient temperature still has not increased (35.2c). Targeted temperature (tt) was 36.5c, water temperature (wt) was 32.4c. Based on the time between calls, the patient should be at target. Confirmed they have two core temperatures, and they were both correlating (esophageal and rectal). When they tried to check the rewarm tab details again, it was stated they had replaced the device about 45 minutes prior to paging the second time and changed the therapy to normothermia. Asked if adjusted the cool patient box to compensate for the patient's current temperature and claimed that did. Inquired as to why they changed back to normothermia, and stated the md ordered it. They placed it on hold to ask the rationale for the change. When came back and stated they decided they did not want to use the device for this case. Therapy discontinued. Encouraged them to download the data files from both arctic sun devices. Explained could contact if obtains a flash drive and downloading or have someone handle during the workday. Advised this might help understanding whether there were any issues with the devices. The first device seemed to be working properly, water was warm, flow was good, no alerts/alarms. Per follow up information received via task on 18jun2026, spoke with nurse who stated they used a critical for this patient instead. The devices were removed from service for biomed to pull the case data. The nurse did not have the sn for the second device used and was no longer involved with these devices. They were being addressed by the md and biomed. Per follow up information received via task on 19jun2026, spoke with biomed who confirmed the second device had sn (B)(6). Both devices checked out fine during verification testing. They thought there must have been an user issue. They had both devices scheduled to return to use today.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.